Event description:
It was reported a possible problem with the implantable neuro stimulator (ins) was reviewed / suspected / alleged. It was noted that the ins may be flipped. The flip was confirmed at the time. The pt stated the ins "moved" and now it seemed to be "sideways." The pt indicated the ins was at 50% and they were able to recharge, but they had to press fairly hard on the ins which caused pain. The pt was in (B)(6). Pt stated that she will not return to the us for several years. Pt was seeking a physician in (B)(6). At the time of this report, no further details were reported. Additional info was requested and will be provided when it becomes available.

Manufacturer narrative:
(B)(4).